Event description:
The customer reported "communication error" experienced on channel b during patient admission to ICU. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of a communication error was confirmed. Visual inspection revealed the male iui (right side) on the pcu had visible signs of contamination. The contamination was most visible on pins 6-11. The event and error logs from the pcu and pump module did not show any relevant error codes that occurred on the reported event date. Functional testing on the returned pump and pcu failed to replicate the channel disconnect event or communication failure. The cause of the reported communication error is believed to be from contamination on the male iui connector of the pcu.